Event description:
It was reported that the dual trigger rotary was leaking an unknown substance. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.